Event description:
It was reported that x-ray shows clear osteolysis of the proximal femur and all around the shell. When explanted, the shell showed no osteointegration and it was a clear evidence of osteolysis. The inside of the "alpha-metasul" insert and the metasul head showed little scratches on their surfaces.

Manufacturer narrative:
This report will be amended when our investigation is complete.